Event description:
It was reported that t:slim x2 pump battery would not charge while using tandem charging cable with non-tandem wall adapter, and no power source alerts appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave wall adapter plugged into a working outlet for at least 30 minutes, later confirmed that pump began charging after switching to a different, non-tandem charging cable and non-tandem wall adapter, was advised that third-party charging supplies were not recommended except for troubleshooting, acknowledged this guidance, and was sent replacement tandem charging supplies, after which no further assistance was required.